Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.